Manufacturer narrative:
This case represents a duplicate of MDR 3005975929-2019-00336. Please therefore disregard this submission.

Event description:
It was reported that a right hip revision was performed due to metallosis, tissue reaction to mom, pain and elevated metal ion levels.